Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 127 ohms on the right ventricular (rv) channel. Upon review of the latitude, technical services (ts) stated that there were large fluctuations in amplitude and shock impedance with stable threshold values. Ts recommended troubleshooting options. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section a1 patient identifier.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 127 ohms on the right ventricular (rv) channel. Upon review of the latitude, technical services (ts) stated that there were large fluctuations in amplitude and shock impedance with stable threshold values. Ts recommended troubleshooting options. This ICD remains in service. No adverse patient effects were reported.